Manufacturer narrative:
Lead:model # 39565-65, lot # v865957037, implanted: 2012 (B)(6), explanted: unknown. Programmer: model # 37744, lot # nkt017705n. Recharger: model # 37754, lot # nku013399n.

Event description:
It was reported that there was an impedance issue with a reading >20000 ohms on contacts 0, 3, 4 and 10. Intraoperatively they reconnected battery multiple times to lead, and on final attempt everything checked out on impedances. In recovery, they received the same open circuits on 0, 3, 4 and 10. This was ins implant in follow up to a stage 1 buried lead that occurred 3 days ago. Patient was feeling stimulation on other electrodes. Currently they are programmed to: p1: 0, 1, 2 and 3 p2: 6, 7, 8 and 9 follow up reporting noted that troubleshooting had been performed, impedance test run. Electrodes 0.3.4.10 were out of range. By the next morning electrode 0 was in normal range. The patient was getting great coverage.